Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Device analysis: visual analysis of the returned device identified: creases, wear abrasion, broken of valve and delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and broken sharp of valve. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. Broken sharp of valve assessed as unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.